Event description:
Customer complaint. The walker had lost the right front wheel. A sales representative form etac collected the walker and took it to the manufacturer's site. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. To prevent the wheel from coming off, a circlip is placed in the groove of the wheel axle. The wheel axles were according to specification. The groove of the right front fork axle was not according to specification. (B)(4).